Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted 4mm below annular level resulting in trace paravalvular leak (pvl). The procedure was completed under conscious sedation and the patient was moved from the operating room table to the stretcher. Post procedure, the oxygen saturation began to decrease requiring intubation. Post-intubation, the transthoracic echocardiogram (tte) revealed that the valve had moved ventricularly changing the coaptation dynamic causing moderate to severe central aortic regurgitation with right sided pleural effusion and mild paravalvular leak (pvl). The physician suspected that the valve migrated once the patient was moved to the stretcher post-implant. The patient was returned to the or table and a second transcatheter bioprosthetic valve was implanted valve-in-valve resolving the central regurgitation with residual mild pvl. A chest tube was then placed to drain the pleural effusion. No additional adverse patient effects were reported.